Event description:
It was reported that the patient present to the emergency department with a low heart rate indicative of bradycardia. Interrogation revealed that the cardiac resynchronization therapy defibrillator (crt-d) was possibly pacing below the programmed lower rate, and that the right atrial (ra) lead exhibited undersensing. It was suspected that the ra lead had dislodged. Detections were programmed off on the crt-d, and the ra lead was also programmed off. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.